Manufacturer narrative:
The insulin pump was received with intermittent act button response due to moisture damage keypad traces. Device had normal operating currents and no unexpected off no power, low battery, battery out limit or failed battery test alarms during testing. No button error alarm during testing. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus. She removed and reinserted the battery and the insulin pump alarmed button error and battery out limit. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.